Manufacturer narrative:
Internal reference: (B)(4). Facility declined to provide patient information. No tests/laboratory data available. The implant or explant dates are not applicable to this device.

Event description:
This case was reviewed and investigated according to the manufacturer's policy. It was reported during a therapeutic peripheral procedure the image disappeared on the manufacture's device tracking over the horn at the first ivus. There is no patient injury. Visual and microscopic inspection were performed on the returned device and damage was observed. The proximal washer of the unibody was exposed. A small portion of adhesive on the proximal fillet was missing, along with some of the polyimide kapton of the scanner ground pad. The probable cause of the observed damage to the device could not be conclusively determined by the investigation. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. This product problem is being submitted because components were missing from the suspect device and it could not be determined when the separation occurred. There is a potential for harm if the malfunction were to recur.

Manufacturer narrative:
Internal reference: (B)(4). This case was reviewed and investigated according to the manufacturer's policy. Evaluated by MFR: correction. Device was manufactured on june 05, 2018. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to the alleged death or deterioration in the state of the health of any person.

Event description:
This follow-up supplemental report #1 is being submitted to correct the manufacturing date noted in the initial report.